Event description:
A customer observed a non-repeatable falsely elevated tsh result for a pt sample tested on the eci analyzer. The biased result was not reported. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation into this event showed that the falsely elevated result was observed on reflex testing of a sample. A third testing of the sample, manually programmed, confirmed the original result. Datalog analysis showed no evidence of analyzer malfunction. Qc results were acceptable, and no other pt samples were affected. No issues were identified with sample or reagent handling. The root cause of the event is unk.